Manufacturer narrative:
(B)(4)

Event description:
A physician reported the case of a patient where after three months of having a resolute integrity stent implanted, had interstitial pneumonitis. No further information was available.

Manufacturer narrative:
Evaluation, results: unknown (root cause could not be determined); inherent risk of procedure ¿ (reaction); (no results available since no evaluation performed) - device or procedural images not provided for review; (none) ¿ device not returned for evaluation. Conclusions: inherent risk of procedure ¿ (reaction). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.